Event description:
It was reported that a low impedance and a loss of capture were observed on the right ventricular lead of an asymptomatic patient. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.